Event description:
A report was received that, during a lead revision procedure, the pt experienced a dura puncture. The physician performed a blood patch and the pt is reportedly doing well.

Manufacturer narrative:
This is the final report.